Event description:
The customer reported non-reproducible false positive creatine kinase-mb (ck-mb) results, above the normal reference interval, for one patient, involving unicel dxc 600i synchron access clinical system. Subsequent testing recovered lower results within the normal reference interval. The erroneous results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse performed system check and discovered washed coefficient of variation (cv) failing at greater than 100% (limits are 0.00% - 12.00%). The fse performed minor preventive maintenance (pm) before schedule. The fse replaced the incubator belt and installed new incubator belt vessel holders (clips). The fse replaced the main pipettor probe and performed a system check and high sensitivity system check; all parameters passed within specifications. The fse verified system performance. The unit conformed to the manufacturer's performance specifications. This medwatch report is related to 2122870-2012-00956.